Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Non-sustained lead noise was noted about the time the patient expired. The device was explanted.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.